Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was missing, housing intact. Upon inspection, the problem was not duplicated. Recommend motor's odometer to be checked and reset.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited a motor rate error.

Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event occurred during testing; there was no patient injury.